Manufacturer narrative:
Results evaluation codes: investigation: smith medical international's investigation stated that the event sample was returned, and it was confirmed that there was air leakage. It was noted that the inflation line had become torn at the entry into the inflation lumen. A review of our complaints history confirmed this to be the first complaint for the two possible product lot numbers given. Though there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of total products sold annually. A further review of mfg records confirmed the presence of a cuff inflation check carried out on 100% of this line. Root cause: the fracture in the inflation line appears to have been caused through an angular force being applied to the inflation line/tracheal tube joint, resulting in the tear. Inflation line fracture and detachment can be related to the excessive use of bonding solvent; however, there is no evidence of polyvinylchloride degradation (crystalization) at the tear. Corrective action: in the absence of any mfg error found we are unable to assign corrective actions to this incident. This file is logged for trending.